Event description:
Caller states patient tested 5.1 inr on the coaguchek s system while a comparison lab returned as 3.6 inr. Patient's coumadin dose was held pending lab result. No adverse event reported. Requested return of suspect system and replacement was sent.